Event description:
The patient reported that he had been having an increase in seizures since around time of implant; however, upon follow-up with the neurologist at the patient & #39;s appointment, it was reported that the patient & #39;s seizures were at or better than pre-vns levels. The patient also reported that the magnet wasn't & #39;t aborting all the seizures. It was noted that the patient did not understand that the vns may not stop all seizures. The vns diagnostics were within normal limits and the settings were at an efficacious level. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that he'd had several seizures in the past 4 weeks. No further relevant information has been received to date.